Event description:
It has been reported to philips that the system did not power on successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that system is not booting. Upon functional testing, fse confirmed system has image full messages. Fse found that the ip-pc has no network connection to the host and need to replace the ip-pc. Review of the log file showed that system is not booting and found that ippc post failed in all. To resolve the issue fse replaced frontal ippc and image disks. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and health impact codes were corrected.